Event description:
The customer reported that the table remote was not working and there was a bad monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found the system producing multiple errors including 427, 428, elevation, tilt and filmer. Tested ps1 and ps2 table power supplies, and found no problems with the 5, 12 and 15v outputs. There were possible power supply drift, or anomaly could be causing these unrelated issues. Ps1 is no longer available due to system end of life status so he replaced the hand switch and a table power supply ps2 (related) to table movement. The customer is using the foot switch while the hand switch is on order (table still functional). The customer informed the rep while they were using the foot switch the foot direction was sticking. He inspected the foot switch and found a new foot switch was needed. He tested the bad monitor and found that the input to the monitor is good and the monitor needs to be replaced (no longer available). The system is functioning as intended at this time with exception of the foot switch and left monitor. The customer declines foot switch replacement at this time. The ge svc rep informed the ge account mgr and customer that the monitors are no longer available due to system end of life. No further svc action required.